Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the left ventricular lead exhibited no capture and the capture thresholds could not be seen. The patient presented in clinic and x-ray revealed that the lead had dislodged. No device intervention was reported but repositioning was discussed. There were no adverse consequences to the patient.

Event description:
New information received indicated that the left ventricular lead was explanted and replaced on (B)(6) 2018. Patient was well before, during, and after the event.